Event description:
It was reported that during preparation, the clinical staff proceeded to plug the unit into an ac outlet with the power button already on, smoke emission was observed immediately followed by a burning smell. The staff thought they noticed a small spark had occurred when the unit powered on. No injuries involved with this event or patient interaction.

Manufacturer narrative:
Smoke - the device has not been received by this manufacturer as of yet; therefore, a failure analysis is not available, and we cannot determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.